Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2008 at the (B)(6) med ctr in". Pt outcome: it is alleged that "pt was injured." Hosp and med records have been requested.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2008 at the (B)(6)". Additional information received: filter was placed just beneath the renal veins. Filter implanted on (B)(6) 2008 "two prongs from the filter were sitting in a branch of the inferior vena cava, but it did not appear to tip the filter significantly enough to compromise its functional capacity". Alleged migration, vena cava perforation, organ perforation. Prior to removal of filter patient experience severe abdominal pain. Unable to walk, stand, bend, without pain in abdomen. Bodily injuries attributed to the cook inferior vena cava filter by (B)(6) 2014 retrieval of filter due to "perforation of inferior vena cava, severe pain" surgical removal of filter (B)(6) 2014 at (B)(6). According to med. Records: removal of foreign body from inferior vena cava, reconstruction of inferior vena cava, thrombectomy of inferior vena cava by abdominal incision. Repair of duodenum. The inferior vena cava was identified and dissected proximally and distally to the area of the filter. The duodenum was plastered to the inferior vena cava and upon removing the cava from the duodenum, it was apparent that the prong of the inferior vena cava filter had penetrated through the cava into the duodenum. The duodenum was repaired. The rest of the prongs that had penetrated through the duodenum were cut and removed. The duodenum was opened longitudinally and then the filter was removed completely. There was clot within the cava and no flow. Much of the clot was removed as possible. Following this, the cava was closed primarily with 4-0 prolene. Patient outcome: "pt continue to experience swelling and stiffening in right ankle. Because of the pain and swelling pt walk in pain."

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-fem-celect-perm. Summary of investigation findings: no imaging is received to confirm the reported and patient medical history is unknown at this time. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. However, root cause for the alleged perforation and the alleged migration cannot be determined based on the description solely. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2008 at the (B)(6) medical center in (B)(6)." Additional information received: filter was placed just beneath the renal veins. Filter implanted on (B)(6) 2008 "two prongs from the filter were sitting in a branch of the inferior vena cava, but it did not appear to tip the filter significantly enough to compromise its functional capacity". Alleged migration, vena cava perforation, organ perforation. Prior to removal of filter patient experience severe abdominal pain. Unable to walk, stand, bend, without pain in abdomen. Bodily injuries attributed to the cook inferior vena cava filter by (B)(6) 2014 retrieval of filter due to "perforation of inferior vena cava, severe pain" surgical removal of filter (B)(6) 2014 at (B)(6) medical center, (B)(6). According to med.records: removal of foreign body from inferior vena cava, reconstruction of inferior vena cava, thrombectomy of inferior vena cava by abdominal incision. Repair of duodenum. The inferior vena cava was identified and dissected proximally and distally to the area of the filter. The duodenum was plastered to the inferior vena cava and upon removing the cava from the duodenum, it was apparent that the prong of the inferior vena cava filter had penetrated through the cava into the duodenum. The duodenum was repaired. The rest of the prongs that had penetrated through the duodenum were cut and removed. The duodenum was opened longitudinally and then the filter was removed completely. There was clot within the cava and no flow. Much of the clot was removed as possible. Following this, the cava was closed primarily with 4-0 prolene. Patient outcome: "pt continue to experience swelling and stiffening in right ankle. Because of the pain and swelling pt walk in pain."

Manufacturer narrative:
(B)(4). Investigation is still in progress.